Event description:
A patient wearing acuvue 2 lenses developed diffuse corneal opacities in both eyes. The patient reportedly wore fresh lenses and reported nothing unusual on the first day of wear. The following morning, the patient reportedly noticed both corneas were cloudy. The patient inserted the same lenses and visited a clinic while wearing those lenses. The patient was diagnosed with diffuse corneal opacities in both eyes and was prescrived antibiotic eye drops, steriod eye drops and an oral steroid medication.the patient returned to the clinic the next day and the corneal opacities had improved the patient's visual acuity was 20/17. The patient returned for follow up and the diagnosis was diffuse corneal opacities in both eyes. The patient was continuing to use steroid eye drops in both eyes. The treating doctor did not knwo the cause of the corneal opecities. Because the patient awoke with opacities in both eyes and the patient was not wearing contact lenses at that time, the treating doctor said this was not a contact lens related injury. Central corneal opacities are considered to be serious injury based upon our serious injury decision criteria. As some of the corneal opacities were in the central cornea, this issue is being reported as a serious injury.